Event description:
It was reported that the pulse generator exhibited sensing, capture and output anomalies. It was noted that the patient was in a car accident in 2009. The pulse generator was explanted and replaced.

Manufacturer narrative:
.